Manufacturer narrative:
The needle tips of the retained samples were inspected, and no abnormalities were found.actual device not returned; failure unconfirmed.this incident has been evaluated as not a mandatory reporting event. However, given that the initial reporter has submitted an MDR report to the regulatory authority. In order to ensure the completeness and consistency of the information in the FDA database and officially respond to customer feedback, huahong has decided to proactively conduct an MDR report to provide the manufacturer's investigation conclusion and complete the compliance closed loop. This does not mean that the manufacturer acknowledges that the incident has reached the mandatory reporting standard.

Event description:
On (B)(6) 2025, customer complaint was received on 809 readylance safety lancet-21g,3. 0mm.customer complained that a blood donor was experiencing pain to the left middle digit following a procedural finger prick at biolife on (B)(6) 2025.during a followup on (B)(6) 2025, the donor was treated for paronychia.paronychia dx'd, incision and drainage, were performed.the hospital prescribed an unknown antibiotic. Donor (B)(6) started the antibiotic regimen on (B)(6) 2025.